Manufacturer narrative:
The following section has been updated accordingly: device manufacture date, oct 27, 2020 device evaluation: the device did not function as intended but only required minor adjustments or calibrations. Service verified the flap thickness which was in specification. The system is performing to specification. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. Conclusion: as a result of the investigation the device did not function as intended but only required minor adjustments or calibrations. The system is performing to specification. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported having a patient with vertical gas breakthrough in the right eye od (oculus dexter) and flap was not being created properly. Physician restarted the procedure. Patient was 20/25 with epithelial defect noted at one day post op. No loss of best corrected visual acuity (bcva). Normally, customer has 105 flap thickness and they have had to make the flap thicker to 120. Additional information was received on 7-jun-2023 indicating suction loss occurred during laser firing which is documented under the patient interface. This report is against the system and an additional report will be submitted for the patient interface.

Manufacturer narrative:
Section a4: customer does not have patient's weight. Section d6a: if implanted, give date: not applicable, as the product is not an implantable device. Section d6b: if explanted, give date: not applicable, as the product is not an implantable device. Section h6, health effect - clinical code - 4581, flap cut issues; section h6, health effect - clinical code - 4582, incomplete treatment - unspecified; section h6, health effect - medical device problem code - 2993, no reported device problem. Device evaluation: the investigation by the field service engineer resulted in performing preventative maintenance. The system meets specifications and no product deficiency is present. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.